Event description:
The customer reported that the ID now covid-19 instrument had smoke coming out of it and there is a lingering burned smell. The ID now covid-19 instrument was in a power cycle and will no longer turn on. There was no harm due to the issue that caused the smoke and burned smell, or from the smoke and burned smell. There was no patient involvement.

Manufacturer narrative:
A batch history record review was not performed as no certificate of analysis (coa) was generated for this instrument which was a research and development internal release per abbott internal procedure. Upon receipt at abbott diagnostics scarborough, the instrument was sent to the systems group for further investigation. Customers complaint was replicated but there is no odor, smoke or burning smell present. Internal examination revealed no visible damage to any components that look like a burn out and there are no loose connections. Inline fuse is still good which shows no overloading occurred. The current overall incident rate for instrument emits burnt odor on the ID now based on the total quantity distributed is (B)(4). Based on the evidence available, the instrument is performing as expected. In conclusion, the customer¿s returned instrument was not replicated for smoke or burning smell when tested at abbott diagnostics scarborough. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the ID now covid-19 instrument had smoke coming out of it and there is a lingering burned smell. The ID now covid-19 instrument was in a power cycle and will no longer turn on. There was no harm due to the issue that caused the smoke and burned smell, or from the smoke and burned smell. There was no patient involvement.